Event description:
It was reported that the ventilator did not deliver the set volumes. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the customer was contacted by phone and was instructed to perform pre-use check, which passed successfully. Device was also checked with usage of the test lung and no issue occurred. No service visit was needed as the issue was not reproduced. The device's logs were not provided for further analysis. It is unknown, if any alarms were generated due to volume not being delivered, or what was the source of it. The cause of the reported issue has not been determined. The UDI information is not available since the device was manufactured before 2015.